Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes".

Event description:
Patient reported left side "enlarged lymph nodes" and "burning pain on the outside of both breasts." Patient additional reported "severe fatigue", "joint pain", "muscle aches", "ibs", "constipation", "bloating", "memory loss", "gastric reflux", and "food intolerances"; these events are not device related. Device remains implanted.